Event description:
It was reported that the user experienced nighttime hypoglycemia while using the ilet bionic pancreas with a dexcom g7 cgm, along with concerns about excessive insulin delivery following meal announcements and intermittent g7 connectivity to the pump despite connection to the dexcom app. Symptoms included low blood glucose to 56 mg/dl. Outcomes included the need for oral glucose treatment and classification as an urgent and low glucose event. Investigation included troubleshooting and education provided by support personnel and transfer to clinical support for further assessment and training. Investigation of this case revealed the cause of hypoglycemia was unclear and the cgm connection issues were attributed to the g7 sensor system rather than the pump. It was concluded that the event involved hypoglycemia of unclear cause and that additional user guidance was indicated to address meal announcement use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.